Event description:
It was reported that a patient was experiencing ¿zapping in her butt¿ that started in (B)(6). In (B)(6) , the patient saw her healthcare provider (hcp) for her six-month check-up, they tried a different program, and the patient wasn¿t getting zapped but it wasn¿t working as well. The hcp checked the implantable neurostimulator (ins) and said the ins was fine, but the patient wasn¿t sure if she believed the hcp since she had been zapped for a while. It was later reported that there was 50% or greater symptom reduction, the ins was involved in the event, and the cause of the event was determined and was device related. A manufacturer representative was noted as an ¿action taken to resolve issue.¿ the patient had not recovered and the symptoms and issue were ongoing. Additional information has been requested but was not available as of the date of this report. Reference MFR. Report # 3004209178-2014-12551. It was unclear which device contributed to the event or if both devices contributed to the event.

Manufacturer narrative:
Concomitant medical products: product ID 3023, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator; product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3889-28, lot# v505195, implanted: (B)(6) 2010, product type: lead; product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2010, product type: extension; product ID neu_unknown_ext, serial# unknown, implanted: (B)(6) 2010, product type: extension; product ID neu_unknown_lead, lot# unknown, implanted: (B)(6) 2010, product type: lead. (B)(4).